Event description:
The customer generated an initial clin chem calcium assay result of 3.8 mg/dl on one patient sample that was questioned by a physician. The sample retested at 9.4 mg/dl. The sample was then tested on another architect c4000 analyzer in the lab and generated a result of 9.2 mg/dl. There is no impact to patient management reported.

Manufacturer narrative:
On the initial medwatch 3500a report, MFR received date was unintentionally left blank. The date entered should have been (B)(4) 2011.

Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, instrument logs, instrument service history and other customer complaints for similar issues. Based upon the available information, a definitive cause for the customer's issue could not be identified; however, a review of the customer's instrument service history noted concerns with their water quality. The customer was advised to contact their water system provider to correct any water quality issues if these have not been resolved. Probable causes for erratic calcium results include water system maintenance not performed as recommended by a water supplier and water system components not adequate to deliver water to required system specifications. Corrective actions include performing water system maintenance and updating water system components to deliver water to system specifications. Additionally, it was recommended that the customer contact customer support to schedule service to perform a system decontamination using "as-needed" maintenance procedure (internal decontamination). The architect system operations manual and the clin chem calcium assay package insert contain information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based upon the data available and the results of this evaluation no product deficiency was identified. Review of complaint tracking and trending.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No known impact or consequence to patient (B)(4); incorrect or inadequate result (B)(4).